Event description:
It was reported by service report that the siderail stuck under the litter frame. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Siderail cable and pins in com cord.